Event description:
Hyfrecator 2000 handpiece attachment caught fire on its 99th use. Product is warranted for 100 repeated uses per conmed IFU. All other potential factors that could cause the equipment fire were eliminated and the root cause was determined to be internal degradation of the wiring.